Manufacturer narrative:
Concomitant medical products: lead 5054-52, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced occlusion. It was also reported that the right ventricular (rv) lead exhibited rising and high thresholds which caused rapid battery depletion of the implantable pulse generator (ipg). The ipg system was inactivated and a new ipg system was implanted on the left side. No further patient complications have been reported as a result of this event. Nt.